Event description:
Spontaneous call from pt's spouse. He reports error 1870. Advised pharmacy should courier replacement pump sn of (B)(4), pump began to malfunction mins ago, advised to switch back up pump immediately. Okay to keep current tubing. No further info provided. Did the reported product fault occur while in use with a pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual device available to be returned for investigation? Yes. We replaced the device. Strength: 2.5mg/ml; dose or amount: 46nkm, frequency: continuous infusion, route: IV. Dates of use: from (B)(6) 2018 to current. Diagnosis or reason for use: pah.